Manufacturer narrative:
Correction: h6 evaluation code component code. Correction: h3 device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that, while in use on a patient, a 980 ven tilator entered backup ventilation. A review of the diagnostic logs indicates the device entered backup ventilation. The device was available for evaluation. The medtronic field service engineer (fse) inspected the device and was unable to reproduce the reported issue. The fse found the ventilator had been using a noxbox device in line with the patient circuit which caused background faults. The fse also found the short self test (sst) patient circuit pressure test had been overridden. Additionally, the fse found the exhalation flow sensor (evq) was damaged. The fse replaced the evq. The ventilator passed all testing per manufacturer specification at the time of service and was returned to the customer. The investigation could not confirm the reported issue but found faulty evq as a secondary issue. A cause to the reported issue was not determined. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality s pecifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. It was reported that, while in use on a patient, a 980 ventilator entered backup ventilation. A review of the diagnostic logs indicates the device entered backup ventilation. The device was available for evaluation. The medtronic field service engineer (fse) inspected the device and was unable to reproduce the reported issue. The fse found the ventilator had been using a noxbox device in line with the patient circuit which caused background faults. The fse also found the short self test (sst) patient circuit pressure test had been overridden. Additionally, the fse found the exhalation flow sensor (evq) was damaged. The fse replaced the evq. The ventilator passed all testing per manufacturer specification at the time of service. The possible cause of the event was isolated in the field to the use of a noxbox device, the sst patient circuit pressure test having been overridden or a damaged evq. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications.

Event description:
It was reported that, while in use on a patient, a 980 ventilator entered backup ventilation. Although requested, information pertaining to patient intervention, and outcome if applicable, has not been provided.